Manufacturer narrative:
Testing of actual/suspected device: (10) enter investigation findings: a getinge field service engineer (fse) evaluated the iabp unit and replaced the pneumatic module assembly, and performed numerous pressure transducer calibration and leak tests. The iabp was then in correct state of functionality. Additional information is being requested with regard to the status of the iabp. A supplemental report will be submitted when this information is provided to us.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The full name of the event site was shortened due to field character limit; the full name is hospital (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display does not work. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
N/a

Manufacturer narrative:
It has been communicated that no further information is available regarding this complaint. If any pertinent information is received, the complaint will be reopened and updated accordingly and a follow up report will be submitted. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period.